Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure where the spinal cord stimulator (scs)linear leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 16420798. UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 16420798.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure where the spinal cord stimulator (scs) linear leads were replaced with a paddle lead. The patient was doing well postoperatively, and the explanted leads were not returned due to hospital policy.